Manufacturer narrative:
The device was not returned for analysis. However, based on the media provided, the reported allegation of thrombosis was confirmed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a thrombosis occurred. The procedure was cancelled. During a left atrial appendage closure (laac), a versacross access was selected for use. The physician had achieved femoral vein access, using a non-boston scientific (18 fr 30 cm cook introducer sheath), and the transeptal access was achieved. The patient was heparinized (full dose) prior to crossing (act >400). Once the versacross device was then exchanged for the trusteer sheath, at this time a large clot was noted on the right side (right atrium) of the heart attached to the sheath. Thus, the sheath was slowly retracted from the left side of the heart and aspirated at the same time until fully removed from the body. At this time, the versacross rf wire was left in, and a non-boston scientific (18 fr 30 cm cook sheath) introducer sheath was removed. Therefore, a new introducer was inserted, along with new trusteer sheath, which crossed over into the left atrium (la), and a clot formed once again on the right side of the heart. At this time, the decision was made to abort the case. The sheath once again was removed and aspirated. Both times formed clot was aspirated. It is expected the patient to fully recover. The device is not expected to be returned for analysis (disposed). The clots were noted right after tsp (during procedure). The anti-coagulation was not stopped at any time prior to the discovery of thrombus. The thrombus was not mobile. A follow up computed tomography (CT) scan was possibly used. Tee was the imaging technique used. The irrigation was never stopped during the procedure and heparin bolus and drip started in case. In the physician's opinion, the versacross devices did not malfunction during procedure, neither contributed to the patient complication. It is not possible to confirm if the clot was attached to any versacross devices, but it was aspirated from trusteer was.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded.

Event description:
It was reported a thrombosis occurred. The procedure was cancelled. During a left atrial appendage closure (laac), a versacross access was selected for use. The physician had achieved femoral vein access, using a non-boston scientific (18 fr 30 cm cook introducer sheath), and the transeptal access was achieved. The patient was heparinized (full dose) prior to crossing (act >400). Once the versacross device was then exchanged for the trusteer sheath, at this time a large clot was noted on the right side (right atrium) of the heart attached to the sheath. Thus, the sheath was slowly retracted from the left side of the heart and aspirated at the same time until fully removed from the body. At this time, the versacross rf wire was left in, and a non-boston scientific (18 fr 30 cm cook sheath) introducer sheath was removed. Therefore, a new introducer was inserted, along with new trusteer sheath, which crossed over into the left atrium (la), and a clot formed once again on the right side of the heart. At this time, the decision was made to abort the case. The sheath once again was removed and aspirated. Both times formed clot was aspirated. It is expected the patient to fully recover. The device is not expected to be returned for analysis (disposed). The clots were noted right after tsp (during procedure). The anti-coagulation was not stopped at any time prior to the discovery of thrombus. The thrombus was not mobile. A follow up computed tomography (CT) scan was possibly used. Tee was the imaging technique used. The irrigation was never stopped during the procedure and heparin bolus and drip started in case. In the physician's opinion, the versacross devices did not malfunction during procedure, neither contributed to the patient complication. It is not possible to confirm if the clot was attached to any versacross devices, but it was aspirated from trusteer was.